Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic relaxation and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain, bleeding and urinary problems.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a symptomatic pelvic organ prolapse, stress urinary incontinence, a cystocele, a rectocele, and a hypermobile bladder. The patient underwent the concurrent procedures of a transvaginal hysterectomy with anterior/posterior repair and bilateral salpingo-oophorectomy during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.